Event description:
Pt alleging that their one touch ultra meter was set to the wrong unit of measurement and reading inaccurately higher than a calibrated lab test. The medical affairs specialist spoke with the pt. The unit of measurement was set to "mmol/l", instead of "mg/dl". The pt neither alleged harm nor experienced injury or medical intervention. The pt performed a meter to lab comparison; however, the results were unknown. The mas educated the pt on proper testing technique, since they mentioned they had been cleaning their fingers with alcohol. Quality control testing could not be performed, as the control solution had been opened for "months." The customer care representative (ccr) verified that the meter was previously set to the correct unit of measurement and they had not recently changed the unit of measurement through the meter set-up. Therefore, there is an indication that the product malfunctioned due to incorrect unit of measurement and that the event meets the criteria for a medical device reportable. No products were replaced.